Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h6, h11. Distribution history: the lot number or part number was not provided, so a manufacture date, DHR number and ship date are not available. Manufacturing record review: a review of the device history record could not be performed because the cooper lot number or part number was not provided. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Historical complaint review: a 2-year complaint history is not available since a part number was not supplied. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Any relevant customer or clinical information: the reported outcome, vaginal erosion with arterial bleeding, is a known risk associated with pessary use. The IFU cautions against prolonged placement and recommends: initial exam within 24 hours, second exam within 3 day and ongoing exams every few months. Medical affairs reviewed this case and noted that key details, such as initial placement date, timing of last exam, history of complete prolapse, and documentation of proper fitting, were not provided. This lack of information limits confirmation of IFU adherence. Root cause: while no definitive root cause could be reliably determined, some possible root causes are that the pessary was left in for a long period of time, the pessary was not cleaned frequently or the patient wasn't examined in the recommended time period. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.

Manufacturer narrative:
G2: france. Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a 72-year-old female patient with a ring pessary presented to the emergency department with severe vaginal bleeding and initial hemodynamic collapse. Clinical examination revealed a punctiform vaginal lesion with arterial bleeding, possibly related to pessary-induced erosion in the context of mucosal fragility and vaginal atrophy. Pelvic ultrasound was performed, showing a thin endometrium and normal uterine structure. No coagulation disorder was identified. On (B)(6) 2023, a gynecological procedure under general anesthesia was performed, including vaginal suture and vaseline gauze packing. The patient also received a blood transfusion of 3 rbc units and 3 ffp units. The patient stabilized following intervention and transfusion. No further complications have been reported at this stage. Unk milex pessary 2025-09-0000345.